Event description:
Our distributor called at 4:45 p.m. On 2/16/94 to inform me that a pt had a broken 28mm short neck ceramic head aand was admitted to the hospital. The ceramic head was on a cl chrome colbalt hip stem (size 4). The pt said he was getting dressed (bending down) when he felt the hip collapse. He called theee dr. Who admitted him into the hospital.